Manufacturer narrative:
Unique device identifier (UDI) # corrected. Complaint is currently being investigated by manufacturer. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.

Manufacturer narrative:
West pharma. Services il, ltd. (West il) is currently investigating this complaint. The device has not yet been returned to west il for an evaluation. However, a photograph was provided to west il with visible particles as reported inside of the packaged device. Upon completion of the west il investigation and if additional information is provided from the customer a follow up report will be submitted.

Event description:
On 13may2024, the customer, ferring pharmaceuticals, contacted west pharma. Services, il ltd. (West il), to report that during assembly of ferring's combination pack, a vial adapter, was observed with a blue foreign particulate matter within the primary sterile package. Subsequently, the customer observed a second vial adapter with another blue foreign particulate matter within the primary sterile package. Both vial adapters are from lot # f700. The west pharma. Vial adapters are co-packed with the drug firmagon, this medication is to be administered subcutaneously as an injection. Batch records for lot# f700 were reviewed and there were no non conformances found. Quality control inspections were conducted according to procedures during production, no issues were noticed. The incoming inspection records of the tyvek and needles were reviewed, no issues were noticed. Lot #f700 was manufactured according to relevant procedures tested before release and shipped according to specifications. Retained samples from lot #f700 were 100% visually inspected by the contract manufacturer according to their internal procedure, no findings were observed.